Manufacturer narrative:
A ge field engineer (fe) evaluated the system and found that a malfunction of the microswitch in the foot control assembly prevented the table locks from engaging. The fe replaced the switches and verified table lock functionality. Procedures are currently in place per the preventative maintenance manual to inspect the condition and functionality of control pedals and movement inhibit buttons.

Event description:
It was reported that the compax 40e table locks did not engage, causing the table to move freely. There was neither injury reported nor patient involvement. The concern is for a serious injury if a patient were to become unsteady and fall as result of free table movement.